Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Initial date in g3 corrected to 10/25/2022. The getinge field service engineer (fse) commenced troubleshooting in accordance with helium troubleshooting guide. After multiple leak checks on both the cart and console, it was determined that the leak was within the fill manifold assembly. So, in order to fix the issue, the fse replaced the fill manifold assembly. A full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. The unit was then functioning in accordance with factory specifications at this time and was cleared for clinical use. The following investigation was performed by the technician of the failure analysis and testing (fat) wayne, nj. The failure analysis and testing department received a helium reservoir assembly, with a reported that the helium reservoir assembly failed the manifold leak test. Performed visual inspection of the helium reservoir assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the helium reservoir assembly into the failure analysis and testing department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the helium reservoir assembly in accordance with procedure and the cardiosave service manual. Performed all manifold test/leak test in an attempt to recreate the reported problem. The tests did trigger the reported problem of the helium reservoir assembly failed the manifold test. The failure analysis and testing department was able to verify the failure experienced by the customer. It looks like the fill valve failed the differential pressure and is leaking from the valve. Retaining the helium reservoir assembly in the fat department per procedure.

Event description:
N/a.